Event description:
This is a report of a home patient (hp) who had a break in aseptic technique and was subsequently diagnosed with peritonitis. The hp had a break in aseptic technique, described as the patient not closing the bottom valve before taking off the top valve. The hp was hospitalized for the event and treated with unknown antibiotics (dose, route and frequency not reported). The hp was reported to have recovered.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A sample was not requested as this event involved use error and there was no allegation of a product malfunction. This report of a use error-breach in aseptic technique and peritonitis was confirmed. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. The root cause of the use error was undetermined. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.